Manufacturer narrative:
The devices were not returned therefore no evaluation completed. The manufacturing record review did not reveal any issues or deviations that would explain the reported event. The manufacturing records confirm that the lots met all requirements prior to release. At the completion of the clinical assessment based on the information available, endologix was unable to find substantial evidence to support proximal stent migration without an endoleak. Additionally there was evidence to reasonably support the presence of a endoleak type ii. Images and records of the secondary procedure were not received. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the loss of seal and the stent migration was the off-label aortic neck anatomy. There were no procedure or user related issues identified. Additionally, the concomitant use of the non endologix product, an off label condition, likely contributed to this event. There was no device malfunction related to the type ii endoleak, but patent lumbar arteries, a cautionary product use condition, and the long term use of antiplatelet and anticoagulation therapy most likely contributed to this harm. The final patient disposition was reported to be doing well. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension. A follow up angiogram showed the patient had an under expanded non-endologix palmaz stent and a suboptimal placed suprarenal aortic extension, there was no endoleak observed. The physician elected to implant an additional suprarenal aortic extension to extend the coverage in the infrarenal neck of the patient. At the completion of the secondary procedure the patient is reported as doing well.